Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 00585000110, proximal tibial component, lot # 63295176, 00585002026, articular surface, lot # 62945227, unknown segmental stem extension, unknown stem collar. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05353, 0001822565 - 2019 - 05354, 0001822565 - 2019 - 05355, 0001822565 - 2019 - 05356.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was unable to be confirmed. The explanted devices were returned for evaluation. Visual examination identified signs of being implanted, however, there was no obvious damage identified indicating instability. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Event occurred in (B)(6).

Event description:
It was reported that the patient was revised of the implant due to instability. Attempts have been made and no additional information has been provided.